Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures and shipped according to manufacturer's specifications. On 04-sep-2024 apifix was notified that "patient #80 (dob) b)(6)1999) is fully grown and the curvature is acceptable; patient wants the implant removed patient is undergoing a planned explantation (removal) procedure on (B)(6) 2024." On 12-sep-2024 apifix was notified that the case took place on (B)(6) 2024 as planned, and it was uneventful. The explanted device is not being returned to the manufacturer, "the device has stayed with the family of the patient as a souvenir/reminder of her successful treatment." Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. Apifix is closing this complaint but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 apifix was notified that "patient #80 (dob (B)(6) 1999) is fully grown and the curvature is acceptable; patient wants the implant removed patient is undergoing a planned explantation (removal) procedure on (B)(6) 2024." On 12-sep-2024 apifix was notified that the case took place on (B)(6)2024 as planned, and it was uneventful. The explanted device is not being returned to the manufacturer, "the device has stayed with the family of the patient as a souvenir/reminder of her successful treatment."